Event description:
Account reported a nurse tripped on pendant cord as she pivoted away from the bed, failing to the floor, bruising her knee and fracturing her right arm.

Manufacturer narrative:
The technician found the bed was in the full down position, with the head full up, knee flat, brakes set, siderails down and the pendant stored in the siderail. The pendant cord was not routed and anchored properly, as instructed in the hill-rom urgent medical device correction letter regarding a potential tripping hazard with the pt pendant cord. The pendant cord has since been properly routed and anchored.